Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that 4 handpieces heated up during an unspecified number of procedures (number of patients involved is unknown). He also reported that one patient experienced a "retinal" burn. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the nurse indicating that these handpieces did not have enough oscillation ultrasound power for cataracts of grade 5 or greater. As a result, the handpiece heats up and causes corneal edema. The patient experienced a slower recovery of vision. There was no retinal injury to any patient as previously reported.

Manufacturer narrative:
The phaco handpieces were returned to our company for evaluation. All four handpieces were received for testing. All four handpieces were tested and were all deemed functional. All four handpieces were sent back to the facility on 20-apr-2017. The number of cycles was not noted (with all four handpieces). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported the phaco handpieces were heating up. The retina was burned. The company service representative examined the four (4) phaco handpieces and no problems were found. The phaco handpieces were all functional and were sent back to the facility on 20-apr-2017. The number of cycles was not noted. Additional information was requested with none received to date. Thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator¿s manual states: appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Ensure that the tubings are not occluded during any phase of operation. Use of a phaco handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the phaco tip and ozil tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Product evaluation handpiece 1 of 4. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on october 28, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 20, 2014. Based on qa assessment, the product met specifications at the time of release. Product evaluation handpiece 2 of 4. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on october 18, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 20, 2014. Based on qa assessment, the product met specifications at the time of release. Product evaluation handpiece 3 of 4. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on october 25, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 20, 2014. Based on qa assessment, the product met specifications at the time of release. Product evaluation handpiece 4 of 4. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on october 10, 2013. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 20, 2014. Based on qa assessment, the product met specifications at the time of release. Root cause: thermal injury is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing burns, march 2010, vol. 7, no. 1: 23-25, most burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).